Event description:
Customer reported a malfunction alarm with the pump, identified by code malf 0. The malfunction did not cause blood glucose levels to exceed 500 mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump, and the issue was resolved without further recurrence, allowing the customer to continue using the pump. The customer was advised to call back if the malfunction code reappears, and they acknowledged this guidance.